Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported a low glucose alert (52 mg/dl) on the ilet with fsl3+. The user treated with 15 g carbohydrates and bg recovered to 75 mg/dl. No medical care, hospitalization, or lasting effects reported.